Event description:
It was reported that the patient deceased. There in no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.